Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician snapped the stent slightly; as a result, the stent was fractured.

Manufacturer narrative:
Received one opened ureteral stent with the original unit package. During the visual inspection, it was noted that the kidney end was broken. The broken section presents a clean cut. The stent was received out of its individual sealed polybag. Per the dimensional evaluation, the following results were obtained: length = 10.156 in (specification is 10.24 in ± 0.200 in). Inner diameter = 0.051 in (specification is 0.049 in ± 0.002 in). Outer diameter = 0.081 in (specification is 0.079 in ± 0.002 in. The sample dimensions were found within specification. The reported issue as confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "precautions: suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days. Avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. With any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Directions for use: determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent¿s distal end marker reaches the ureterovesical junction (uvj). (See below for proper placement directions on the multi-length ureteral stent.) Withdraw the guidewire slowly. The stent will form a pigtail automatically. Carefully remove the push catheter." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician snapped the stent slightly; as a result, the stent was fractured.